Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000ml eva tpn bags were "not sealed at the seams" and leaked. This was noted upon opening the carton. The reporter stated that the leaks occurred from two separate locations: the bottom seam and around the injection port. No damage to the packaging or carton was noticed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. Microscopic inspection revealed a small tear along the front upper right side of the spike port weld area of the bag. Functional testing was performed by filling the device with water; a leak was observed from the tear. The reported condition was verified. The cause of the condition was not determined. The supplier of the component has been notified of this condition. The remaining two samples with allegations were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.